Event description:
The customer contact reported the ground prong was bent on the ac power cord plug. The device was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, it was found that the ground prong was bent on the ac power cord plug. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the ground prong and blades on the ac power cord plug were bent. The device has been identified as part of a product recall. Report represents all the information known by the reporter upon query by hospira personnel. (B)(4)